Event description:
Multiple reports of: pumps alarming, stopping infusion, usually stating "air in line". Troubleshooting fails to indicate a specific cause. Sometimes pump is exchanged or tubing is changed with correction of issue. Troubleshooting included reprime of tubing, making sure tubing not crimped, battery replacement, "reboot" of devices.